Manufacturer narrative:
Based on the completed investigation, the identity of the foreign material could not be identified, but it is possible that the foreign material remained because the device was returned to olympus without reprocessing at the user facility. The root cause could not be definitively determined. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation, a foreign object was observed on the gastrointestinal videoscope's nozzle. There was no patient involved.